Event description:
A malfunction alarm was reported during pumping, identified as alarm 20, but this did not adversely impact the customer¿s blood glucose level. The customer unsuccessfully attempted to load a new cartridge as advised by technical support, resulting in the recurrence of the cartridge alarm. Consequently, technical support decided to replace the pump, while waiting for the replacement, the customer planned to use multiple daily injections as backup therapy.